Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output and an adverse event occurred. Date of issue is an approximation. The patient¿s mother stated the patient experienced a hypoglycemic event in which the dexcom did not alert. She indicated that the patient was rushed to the hospital and could not provide event details. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Functional testing was performed and passed. Data was downloaded and a review of the downloaded data log did not find issues related to the customer complaint. Global receiver communication test was performed and passed. A try-it test was performed and passed. The receiver was opened for further evaluation. An internal visual inspection was performed and passed. A speaker audio test was performed and passed. The speaker resistance was measured and was within specification. The allegation could not be confirmed. A probable cause could not be determined.